Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first prostyle suture was successfully preplaced. The second prostyle device was attempted, however the device became stuck during removal (step 4). The foot plate was confirmed to be closed. There was no arterial flow noted from the marker lumen. The sutures had been clamped to remove the slack. The physician made the decision to cut the suture of the second device allowing the device to become free and successfully removed. The suture of a third prostyle device was successfully replaced. The sheath was upsized to an 18f and the tavi procedure was completed. On removal of the sheath and closure of the sutures, there was some oozing. A degree of hemostasis was achieved, but manual pressure had to be applied for longer than would indicate a tissue tract ooze. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.